Event description:
Guide wire part broke off during cardiac catheterization. Embedded in coronary artery. Pt scheduled for open heart surgery related to determined heart disease. Wire removed during surgery. Diagnosis or reason for use: cardiac catheterization - a guidewire is used.